Event description:
Spouse of the home patient (hp) reported 2 incidents where the hp felt full while using the homechoice cycler for automated peritoneal dialysis therapy. Hp's spouse related that on the nights of 4/1 and 4/2, hp's spouse noted the fill volume during fill 2 of 3 of the tidal therapy on the homechoice cycler started filling the hp from 0ml, not 500ml. Hp's spouse states that hp felt full at the end of therapy on 4/1 and manually drained 2000ml, which is 500ml greater than the 1500ml volume of fluid hp typically drains out. Hp's spouse further relates wanting to be certain that the homechoice was starting the fill 2 tidal therapy fill volume from 0ml instead of 500ml, so hp's spouse watched the homechoice cycler again on the night of 4/2. On 4/2, hp's spouse noted the homechoice cycler started filling the hp from 0ml to 2500ml, instead of from 500ml to 2500ml on the tidal therapy and felt that the homechoice cycler had overfilled the hp by 500ml. Hp's spouse subsequently requested a replacement homechoice cycler. Spouse of hp relates performing all of the programming on the homechoice cycler, including the nurse's menu settings. According to the hp's spouse, there was no pt injury or medical intervention.